Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had flu with body aches, fever, and cough, and developed diabetic ketoacidosis (dka) while the wearable has reportedly failed. Treatment and management of the dka was not reported. The patient was noted to be stable at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.